Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir ring was not secure and tighten. The customer¿s blood glucose level was in the range of 75 mg/dl to 350 mg/dl. The insulin pump will not be returned for analysis.